Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders were too short. Upon examination it was determined that the implant had been mismeasured at the original surgery. A new inflatable penile prosthesis was implanted. No patient complications were reported.